Event description:
It was reported that a high pressure alarm and an occlusion alarm occurred. The ventilator stopped when the pt's treatment started. The pt was manually ventilated while being transfused to a second ventilator. No serious pt sequelae were reported.

Manufacturer narrative:
Eval summary: the returned ventilator was visually insp and no anomalies were observed. When the ventilator was operated on ac power, the high pressure alarm occurred. The reported failure was duplicated. The housing was removed and internal insp found that the connectors and cables were intact. Dynamic probing of the control board found that the xd2 transducer was out of spec. Microscopic examination of the transducer revealed that the dye was contaminated. A new control board was installed and the ventilator was updated with the latest software revision. Operational verification procedure was performed and the ventilator was returned to the customer. No other problems were reported. Review of the device history record revealed no nonconformance issues.